Manufacturer narrative:
Product analysis: no damage to the distal tip. The stent was positioned between the inner shaft markers as per specification requirements. A number of struts on the 15th and 16th distal stent segments were slightly raised and misaligned . Although stent passed od measurement specification the failure mode is determined by visual inspection. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent. The device was inspected prior to use with no abnormalities noted. Nothing unusual was noted during device preparation. The target lesion in the lm had severe tortuosity, severe calcification and 90% stenosis. Lesion was pre-dilated 3 times at 12 atm&#38126; 60% stenosis remained after pre-dilation. Resistance was noted while advancing the device to the lesion. It was reported that the endeavor resolute stent was noted to be deformed when it was being advanced to the lesion. Device was removed from the patient. A new device was used to complete the procedure. The physician determined that this was a quality issue. The physician thinks the device 'is different with description'. No patient injury reported, patient is well now.